Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleged that the head on the bed is stuck in the up position. Dealer also stated that a bolt or rivet on the head spring of the bed was broken.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and device model number.

Event description:
Dealer alleged that the head on the bed is stuck in the up position. Dealer also stated that a bolt or rivet on the head spring of the bed was broken.